Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The device was found in back-up vvi following an MRI procedure. The device underwent a hardware reset and therapy was unavailable to the patient. The device was reprogrammed to resolve the issue and the patient was in stable condition.